Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2018. Revision due to dislocation after patient fall.

Manufacturer narrative:
MDR has been voided due to the surgeon feeling like the patient was non-compliant on many levels.

Event description:
Index surgery: (B)(6) 2018. Revision due to dislocation after patient fall.

Manufacturer narrative:
Mid-60s years old. In a review of the labeling it is a known complication that a patient's age, weight, activity level or trauma would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. Patient non-compliance with post-op procedures and wound care can negatively affect patient healing and possibly cause wound site infection. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of revision surgery of the shoulder joint devices for dislocation is most likely due to the patient's traumatic event of falling in the shower. This device is used for treatment, not diagnosis. No evaluation pending. Upon event review, this MFR is not to be voided as stated on follow-up #1 of 1 may 2018. This revision surgery event is due to device dislocation.

Event description:
It was reported that the patient had a revision for the reverse total shoulder due to a fall in the shower, the traumatic event caused a dislocation. The patient is reported to be non-compliant for "a large variety of reasons", the patient had picked at the incision and caused it to open. While the surgeon was replacing the shoulder devices, they "looked for infection" and cleaned out the wound. The patient was reported to be treated for an infection of the surgical site that was caused by the patient "digging and picking" at the incision. The surgeon stated to the representative that the patient is responsible for the surgical site infection. There is no indication or complaint of device malfunction. No additional information is provided. This is one of five products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00251, 1038671-2018-00252, 1038671-2018-00253 and 1038671-2018-00254.